Manufacturer narrative:
A prepaid label will be sent to the consumer for return of the product.

Event description:
Consumer alleges her humidifier began smoking and burning. No injuries or properly damages were reported with this incident.